Manufacturer narrative:
Root cause identified: no. Defect could not be duplicated on the sample received. Conclusions: device history record for final product was reviewed and there were no non conformance reports during the mfg of this lot number. During the functional eval of the sample, no problems were detected with the luer lock. The defect reported in this complaint was not confirmed. During mfg of this product, quality department applies a pressure test to samples from production. This test consist of applying 1300psi, which is greater than the pressure used by the customer 75-1200 psi. Corrective actions: no corrective actions will be applied.

Event description:
On 08/18: customer reports via phone, during multiple procedures, cardiac cath and interventional, the high pressure tubing (merit medical 48 inch, 1200psi) is being blown off the tip of the syringe, spraying contrast on the floor. Injection protocols in range of 12ml/sec for volume of 24ml 600-700psi. Customer uses 5fr and 6fr catheters for procedures. Customer reports the injector powerhead is pointed towards the floor for all injections and no staff or patients have been affected by this failure. No reported injury.